Event description:
Customer called to report damage to the insulin pump. Customer reported that the pump has a cracked and scratched display screen. Customer stated that the damage occurred while he was in the intensive care unit. Customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 1000 mg/dl. Customer reported that he had site issues and was not receiving insulin. Customer was wearing the pump at the time of 911 call. Customer declined to troubleshoot for high blood glucose levels, but will call back at a later time to troubleshoot for the pump. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.